Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low sensor reading with the adc device. The customer reported low sensor readings and self-treated with sodas and juice. The customer then called paramedics who obtained a healthcare meter result of 225 mg/dl against a sensor reading of 54 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was taken to hospital where they were treated with unspecified IV, and was examined. There was no report of death or permanent injury associated with this event.